Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. It was reported that the customer's was lethargic during the call and her speech was slurred. Customer's blood glucose reading was 44 mg/dl. Emergency medical technicians (emt) were called to check on the customer. Product is not being returned or replaced.